Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 93 days. The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported driveline exit site infection could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with complaints of drainage from the percutaneous lead (driveline). Cultures were obtained and the patient was started on IV of rocephin and vancomycin. A computed tomography of the abdomen was obtained that was (B)(6) for abscess. Blood cultures were also (B)(6) but driveline cultures came back (B)(6) for (B)(6). Antibiotics were switched to continuous ancef for 6 weeks. The patient was discharged to home on (B)(6) 2018 with orders to continue ancef with an estimated end date of (B)(6)2018. No additional information was provided.